Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. Reportedly, customer has been released and their bg levels were described as good after the hospitalization. Multiple attempts were made by tandem&#38112;technical support to obtain additional information and perform troubleshooting; however, no additional information regarding this event was provided.